Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not preforming the air removal step during loading sequence. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level.